Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on an unspecified date, the patient underwent a coronary stenting procedure with implantation of 3.0 x 12 mm promus stent in the 1st obtuse marginal artery. On (B)(6) 2012, in-stent restenosis was noted in the 3.0 x 12 mm promus stent and was treated with implantation of two 2.25 x 12 mm non-abbott stents. On (B)(6) 2013, the patient experienced an episode of angina. On (B)(6) 2013, the patient underwent revascularization procedures at unknown vessel locations. On (B)(6) 2014, the patient experienced abdominal pain. On (B)(6) 2015, the patient experienced an episode of unstable angina and was re-hospitalized. Medication was administered and the patient was discharged on (B)(6) 2015. The patient was re-hospitalized again, on (B)(6) 2015, due to worsening coronary artery disease, and in-stent restenosis was noted in the two non-abbott stents implanted in the 1st obtuse marginal artery and in the 3.0 x 12 mm promus stent implanted in the 1st obtuse marginal artery. A coronary artery bypass graft procedure was performed on (B)(6) 2015, with saphenous vein graft to the 1st obtuse marginal artery and saphenous vein graft to the left anterior descending artery. The patient was discharged to home on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, pain and restenosis, as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial report, information was provided which indicates that the index procedure date/stent implant date was (B)(6) 2012. No additional information was provided.